Event description:
The customer reported via phone call that the insulin pump alarmed no delivery two days prior while troubleshooting and changing out the infusion set. The customer's blood glucose was 188 mg/dl. The customer explained that she had found a bent cannula while troubleshooting. The customer was advised of proper infusion set insertion techniques through troubleshooting. The customer was advised to change the infusion set. The customer also reported that her blood glucose was 410 mg/dl. The customer explained that she did not deliver enough insulin, causing the high blood glucose. The customer was advised that replacement supplies would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.